Event description:
When the 5f outer cannula of the micro-introducer was removed, the hub of the micro-introducer separated from the shaft. When the physician looked down he saw a small piece of the body of the micro-introducer sticking out over the wire.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report when sample is received.